Manufacturer narrative:
Eval results: the returned lens was received inside the tip of the delivery device. Visual inspection of the lens found both haptics bent. Functional testing could not be performed due to the observed damage.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the silicone li61aor intraocular lens. Based on the info received, the capsular bag was compromised and an anterior chamber lens was used instead. Additional info has been requested.